Event description:
It was reported that during a thoracotomy procedure, the device was dropping staples. Staples were delivered in a open shape. Used another like device to complete the case. No pt consequence.

Manufacturer narrative:
Date sent: 06/26/2006. H6: code 400, 100, 68 = damaged firing and closing mechanisms. Additional information: d4, 10; g4; h2, 3, 4, 6. Evaluation summary: the analysis showed that the device was received with both the clamping and the firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully fired and with no damage to the cartridge lockout tab. The returned device was found to be non functional and was disassembled to verify the condition of the internal components, the firing trigger teeth and the yoke teeth were found broken. No functional test could be performed due to the condition of the device. Cartridge batch #a5cp64.